Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion and the device met expected longevity. No issues were identified during device testing; however, previously reported long charge time alert was confirmed. Later charge times were within specification.

Event description:
It was reported that the device had a long charge time and triggered the patient alert. It was subsequently reported that the device was explanted and replaced due to normal battery depletion. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device had a long charge time and triggered the patient alert. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.